Event description:
Patient presented to the physician with persistent pain at the ipg site, along with swelling and bruising in the area. Physician brought the patient into the operating room, explanted the ipg and sensing lead, and a portion of the stimulation lead, and closed.